Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse effect to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.